Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: persona femoral item # unknown lot # unknown. Persona bearing item # unknown lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01200, 0001822565-2019-01201. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent total knee arthroplasty and subsequently five years later the patient is scheduled for a revision due to allegations of pain, swelling, and trouble walking. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient underwent a revision procedure approximately five years post-implantation due to pain, swelling, and difficulty walking. The polyethylene bearing and tibial tray were removed and replaced.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Medical records were not provided however, x-ray images taken five years post-implantation were provided. Analysis of these x-ray images by an hcp concluded that the right total knee arthroplasty is without fracture. No radiolucency. There is suggestion of mild narrowing of the medial and lateral compartment, which could relate to underlying polyethylene wear. No evidence for subsidence or osteolysis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.